Event description:
"Pt. Treated for endometriosis. Surgeon used "intergel" product before stitching. Pt. Had a bad reaction to product 7 days post-surgery pt. Had a temp. Of 101 degrees and severe abdominal pain as well as bowel dysfunction. Pt. Was hospitalized for 5 days. CT scan showed sigmoid colon inflamed and "fluid like" subskina in pelvis. Pt. Is being treated with cipro, augmentin, colace and flagyl. Abdominal pain is improving, fevers are still recurring in the evenings. Pt. Has "never been so sick in their life."